Event description:
Hamilton medical ag received the following event description : out of the box failure during inspiratory valve checks the 20ml/s and 500ml/s flow tests are out of range by check them using tsi flow meter, every time we are trying to adjust the value to the accept range (by potentiometer ) after couple of seconds the value is returned to the previous value, and the flow pat value after pressing close button stuck around 11ml/s.

Manufacturer narrative:
Investigation is ongoing.